Event description:
The facility reported that a 6060 pump did not alarm for an infiltration. The pump was reported to be used for tpn (total parenteral nutrition) therapy, rate and volume unspecified, when the event occurred. Reportedly, the pump infused medication into the patient's arm and when the pt woke up in the morning, the patient's arm was swollen. The pt was admitted to the hospital in 2005, at 8am, after presenting with a complaint of swelling in the arm, approximately 3 times larger than normal from the shoulder to the fingers. According to the report, the skin looked like it would burst, the skin was all different colors. The fingers were blue and the pt could not wiggle the fingers. The patient was sent to the emergency room at hospital. In radiology, a subclavian unilateral ultrasound and right upper extremity ultrasound demonstrated a thrombosis of the basilic, cephalic, axillary, and thoracic vein. The superior vena cava and internal jugular were found to be patent. Diagnosis was dvt (deep vein thrombosis) in the right upper extremity. The patient's catheter (PICC) was exchanged for a 20cm infusion catheter and urokinase therapy was initiated at 2000 units/minute. Urokinase therapy continued for 37 hours. The pt was then admitted to ICU (intensive care unit) for monitoring in 2005 and remained in the hospital for five days. In 2005, the pt also had a PICC line placed in the left arm. There are no specific details on this procedure. The patient was placed (in addition to urokinase) on a heparin drip infusion for five days. There are no details of specific dosages of the heparin drip during this time. The pt additionally received heparin 150 units IV bid (two times a day) prn (as needed) to flush IV line. In 2005, patient was taken to radiology for procedure (no specific details), which continued to the discharge three days later. When the patient was discharged from the hospital in 2005, the patient requested that the PICC line in the left arm be removed and it was. The patient was discharged home with an order of lovenox 140mg sq (subcutaneous) bid for 1 week and coumadin 5mg po qd (every day).